Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, the therapy had not worked that well. The patient reported his back was so bad, and therapy did not seem to do much good. It never really did much. His back did not want to straighten up. The patient also mentioned when he walked around, stimulation was nice, and it felt pretty good. For awhile, he was leaving that setting and nighttime and daytime. The patient said when on the other side, it did not work that way. When he sat or stood up, "it starts moving a certain way 420 in that section." No further complications were reported/anticipated. Additional information was received from the patient. They thought maybe their case was too severe for the ins to help. It only worked when they were sitting down. It did not help and was ¿annoying¿ when they were lying down or walking. It was painful. They could not walk without support like a walker or shopping cart. They stated their knees needed to be replaced but this was not related. They were advised to see their doctor and request a representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-23. It was reported that the patient had not used their implantable neurostimulator (ins)/therapy for a couple of weeks because the stimulation really didn¿t help him. The patient also reported that his pain was from stiffness and the stimulation didn¿t help with stiffness. There were no further complications reported or anticipated.

Event description:
Additional information was reported that the patient stated he stopped using his ins because it was causing more problems. The patient stated it was pulsing and was not helping. The patient stated he has not kept the ins charged because of this. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.